Event description:
It was found that the cot retaining post was loose due to a stripped cot retaining post screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.